Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an umbilical vessel catheter uvc). The customer reported upon removal of the catheter, half of the catheter was in the healthcare professional's hands, but the other half remained in the artery. The arterial pressure pushed it out so it could be removed by using forceps. The uvc was not replaced. The customer reported no injury to the pt.

Manufacturer narrative:
Submit date (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.